Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2019. Batch#: t5ae6x. Date sent: (B)(6) 2019. Date of event is unknown. Batch#: t5ae6x. Additional information requested but not received: regarding the first stapler: did the firing trigger break off of the stapler? If yes, did any pieces fall into the patient? If yes, were all pieces retrieved from the patient? Regarding the second device: was it necessary to remove the trocar with the stapler? Can you please explain how some staples were in the abdomen? Did the device deliver any staples? If yes, were the staples in the tissue formed in the proper closed b-formation? If no, please explain. Or, did staples fall out of the cartridge reload when using the device? If the stapler did fire was the staple line complete? If no, please explain. Could the stapler be closed? Was the procedure altered due to the issue with the stapler? If yes, please provide details. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain. Investigation summary: the analysis results found that the ats45 device (b) was received with the firing mechanism damaged and with a 6r45b reload present. The reload was received partially fired 2/3. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axel support and the firing trigger teeth were found broken. No conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during a laparoscopic appendectomy that firing trigger broke off when surgeon wanted to fire. White reload was not fired. 2nd device did not fire, could not be closed and moved back through trocar. Some staples were in abdomen. Stapler could be closed with much force. A lot of staples were in appendix. Appendix had to be removed laparascopically. Patient consequences were not reported.